Event description:
It was reported that after putting the pump insulin delivery on pause, the customer left the pump/infusion set attached to themself and went for a run. Customer was unsure if the pump screen had been turned off at this time. Afterwards, pump displayed cartridge change reminders and pump history showed that 30.2 units of insulin was delivered to the customer via the pump. Customer was transported via ambulance with severe hypoglycemia and intravenous glucose was administered. The customer's healthcare provider suspected that there might be permanent damage; however, this has not yet been confirmed. No additional information was provided.

Manufacturer narrative:
Additional information received on august 28, 2025. Customer's clinic stated that the reported issue was due to use error and has been directly resolved with the user. There was no confirmation regarding if there was any permanent damage. The clinic has not been able to locate the pump and therefore, pump data cannot be reviewed. No additional information was provided. Correction: code d14 removed and code d1102 added; code a1402 removed and a24 added.